Manufacturer narrative:
(B)(4). Evaluation results: root causes of the event cannot be determined based on information available. Death.

Event description:
Four endeavor (rx) rapid exchange stents were implanted as follows; three were implanted in the left anterior descending artery and one was implanted in the circumflex. Afterwards, the patient suffered chest pain in the holding room. It was then noticed that the patient had a blood clot in the left main where one of the stents had been placed. The patient passed away. Reference MFR report numbers 9612164-2011-00186, 9612164-2011-00187 and 9612164-2011-00188.